Manufacturer narrative:
Root cause: alteration of staining in this case was due to improper operation of the heater on the slide carousel. The problem was solved by field service engineer advising not to use the heater pads at certain positions. Customer used other positions to continue testing. Failure mode description: following a heater malfunction or if the part stops working; the resulting failure modes described could occur:, heater cable malfunction and temperature misalignment. Failure mode in all scenarios has the potential to cause a staining alteration.

Event description:
Customer complaint record reported the event as follows: weak and intermittent staining for about a month. No direct or indirect patient harm or user harm have been reported.